Manufacturer narrative:
The 2af233 balloon catheter with lot number 45070 was returned and analyzed. Visual inspection of balloon catheter showed the guide wire lumen was broken. The smart chip verification indicated the catheter was used for seven injections. The balloon catheter passed the performance test and electrical integrity as per specification; impedance was also within specification. In conclusion, the balloon catheter failed the returned product inspection due to a broken guide wire lumen. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter tested out of specification per the manufacturers investigation.